Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. In house fa installed monitor into pca xi test system. The hrsv monitor's left eye had multiple lines when powered on.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left monitor screen of the surgeon side console (ssc) was blinking. Intuitive surgical, inc. (Isi) technical support engineer (tse) suggested for a hard power cycle. The customer confirmed that the reported issue did not resolve after a hard power cycle. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was converted to laparoscopy due to ssc monitor not working.

Manufacturer narrative:
Based on the claim against the product by the customer noting blinking, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to ssc left monitor issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.